Event description:
It was reported that during a supply change, the user observed leaking insulin from the cartridge at the fill tubing step, consistent with a leak/splash involving the reservoir; the user replaced the cartridge, repeated the change, and the process completed without issue, with no impact to blood glucose. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included coordination of replacement supply. Investigation of this case revealed leakage at the seal consistent with a reservoir-related issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.